Manufacturer narrative:
Follow-up #1 date of submission 07/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/25/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box showed evidence of rebooting. There was no evidence of moisture behind the display. The display lens was found to be cracked. Leak testing discovered a display lens leak. The pump powered on with the returned battery cap. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. There was no evidence of moisture within the internal components of the pump. Unrelated to the complaint, the battery cap threads were found to be damaged. The battery cap was able to properly secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump would not power on with evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.